Event description:
It was reported that the minute ventilation (mv) sensor was disabled by signal artifact monitor (sam). The electrogram (egm) detected artifacts likely due to oversensing of an atrial arrhythmia. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled by signal artifact monitor (sam). The electrogram (egm) detected artifacts likely due to oversensing of an atrial arrhythmia. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to add device codes.